Event description:
It was reported that during a neuro procedure, the perforator bit failed to disengage causing confusion and tearing of the brain tissue in the temporal area. The brain lesion was repaired by doing a haemostasis. A piece of bone was recovered from the brain. At the time of the incident the patient had issues with speech, writing and memory. A speech therapy report is planned. It will take a number of months before the full outcome of the patient is known. A nurse also noted that it is possible that the patient condition could be considered as normal taking into account the surgery type.

Manufacturer narrative:
Work order documentation for the specified lot was reviewed and all specs were met, all parts were functionally tested before release. Actual bit involved in incident was inspected for all accessible features and functionally tested to the instructions for use, all requirements were met.